Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed autotest.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. A manufacturer representative confirmed the issue by troubleshooting the ipg using a second charger, and issue persisted. In turn, surgical intervention took place wherein the ipg was explanted and replaced.